Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that the cause of the high impedance was not determined. The high impedance was not resolved and the battery was at end of service so the patient planned to be explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that they were putting the implant into MRI mode after it had depleted due to normal battery depletion. It was noted that impedances on electrodes 8-15 were all greater than 10000 ohms. The indication for use was spinal pain. No patient symptoms were reported.